Manufacturer narrative:
The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Select patient information cannot be provided due to regional privacy regulations. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a critical pump error 27 alarm(cpu hardware test failed) and a critical pump error 38 alarm (no motor movement or negligible movement. Retries to free a stuck motor failed). The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was not performed, and the customer was reported on screen saying attach and lock the reservoir to the pump appears, but something unusual has occurred and it seems that the way to proceed has become unclear. No harm requiring medical intervention was reported. Product return required for mmt- 1886.

Manufacturer narrative:
Pump alarmed pump error 38 during the rewind test. Pump passed the self test. No pump error 27 alarm during testing. Unable to perform the prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to pump error 38 alarm. The thump software was utilized and downloaded trace/history files properly. In further analysis of the pump history found multiple pump error 38 alarm on (B)(6) 2025 at 14:12:09.000 and 14:20:23.000. Also, no pump error 27 alarm found in the pump history noted. Pump was cut open to perform visual inspection and found corroded motor home switch. The sc1 cap locks properly in place in the reservoir compartment noted. Pump received with scratched case and pillowing keypad overlay during the visual inspection. Pump error 38 alarm during the rewind test and pump error 38 alarm confirmed in the pump history due to corroded motor home switch. Customer alleged not confirmed for pump error 27 alarm during testing and in the pump history. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.